Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13730. The pt reported he experienced pocket heating while charging. The pt stated his ipg site becomes uncomfortable soon after he begins charging. A new le charger was sent to the pt. F/u info identified the new charger was functioning well. On (B)(4) 2012, st. Jude medical neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.